Manufacturer narrative:
Detailed product information was not provided to bsc. Due to limited information and the lack of initial reporter contact details a good faith effort to obtain the information is not possible. Because the product is unknown at this time, we are unable to provide the complete UDI and other product specific information. If additional details become available, a supplemental report will be submitted. Detailed product information was not provided to bsc. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other specific product information.

Event description:
It was reported that the patient with this lead experienced syncope due to an episode of atrial fibrillation. The patient felt the lead stabbing her. The lead remains in service. No additional adverse patient effects were reported. Due to the limited information received, further follow-up to obtain related details was not possible.